Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer attempted trouble shooting by changing two infusion sets. Customer declined to remove site, so root cause could not be determined. Customer resumed insulin delivery. Customer's blood glucose was 250 mg/dl.